Event description:
Account indicated they obtained discrepant results for 8-10 patient creatinines and gave the following example. Initial result for a patient creatinine was 2.68 mg/dl. When repeated, the result was 1.89 mg/dl. The patient was not adversely affected. The field service rep found the wash system was malfunctioning and repaired the instrument.